Event description:
Procedure: ventral hernia repair. According to the reporter: during the surgery in 2005, the surgeon placed a surgical mesh using protack helical tacks. The patient was discharged on the afternoon of the same day. The patient returned to the hospital the next day with complaints of severe abdominal pain and was admitted. A second procedure was performed on four days later, for acute abdomen. The surgeon noticed a one centimeter tear in the small bowel adjacent to one of the protack staples.